Event description:
Radiographs revealed the tibial insert screw had backed out of insert and baseplate. Revision surgery has not been performed to date.

Manufacturer narrative:
Summary of evaluation: this event is associated with insufficient torque being applied to the screw holding the tibial insert to the baseplate.